Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) displayed a catheter restriction alarm. There was patient involvement reported and no injury or harm reported. Assessment showed no tubing issues, though the patient had been agitated. Two earlier gas loss alarms were also reported, which were managed by restarting therapy. A chest x-ray revealed the balloon catheter was positioned significantly low, likely contributing to the alarm. The care team planned to reposition the catheter, and proper positioning guidance was provided. Esp personnel also reviewed possible causes of gas loss alarms, noting the patient¿s condition (tachycardia and fever) as a contributing factor. The customer was advised to check for blood in the helium tubing before performing an iab fill and to call back if alarms occur more than 2¿3 times per hour.